Manufacturer narrative:
Device code should have been "(B)(4) - insufficient information" in previous MDR.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is unable to communicate with external devices. The patient's ipg has reportedly reached its end of service. Surgery may be pending to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. During processing of this complaint patient weight could not be obtained.

Event description:
Additional information was received that surgical intervention occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.